Event description:
Pulmonetic system, inc. Received a call from a representative on 07/2002. The representative reported the following problem: unit was on patient. When unplugging unit from ac unit did not switch to internal battery, unit alarmed power loss then inop.